Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, due to the cuff not closing all the way. The aus was explanted and replaced. There were no additional patient complications reported.